Event description:
"Had b subgl infra 320cc bioplasty gel implants placed. Pt developed immediate capsular contractures, l more than r, with malpositioning of l. C/o pain, firmness and nipple numbness as well as appearance. Also c/o 4-5 mos progressive slow onset systemic c/o, such as chronic fatigue, rashes on chest, irregular periods and ibs. Pt is otherwise healthy."